Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the full height drawer apparently was not locked into the chassis and the pyxibus cable was pulled out of connection. The field service engineer reconnected the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that the bottom drawer opened and showed the metal cover instead of the pockets. The customer reported that able to get medications from another station and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this event.